Event description:
It is reported that the pt was revised due to infection. The day before the revision, an aspiration was performed which grew staph.

Manufacturer narrative:
Eval summary: the zimmer sterilization vendor processes all implants to meet FDA regulations and iso standards at a sterility assurance level (sal) of 1.0 x 10-6 or better. Review of surgical reports provided indicates surgical technique was followed. No x-rays were received, so no check could be made for correct fit and orientation. Pt factors that may affect the performance of the components such as activity level or type of activity (low impact vs high impact), are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of product or further info. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc., considers the investigation closed.